Event description:
The patient underwent a sling procedure and an anterior colporrhaphy. At the one and two-week follow-ups, the patient was doing well and had no signs of mesh in the vagina. At the six-week follow-up, a tiny area of mesh was noted in the right lateral fornix. There appeared to be some granulation tissue forming around the tape. The patient was started on antibiotics and seen a few days later. At that time there appeared to be an expanding area of mesh exposure and the patient was scheduled for surgery to remove the exposed mesh. The patient was taken back to the operating room. At that time the entire vaginal portion of the tape was noted to be exposed. The tissue was noted to be "friable" and "mushy." The physician exised all of the visible tape and undermined a small amount of mucosa until healthy tissue was encountered. The vaginal wall could not be closed and the patient was left to heal by secondary intention. At the one-month follow-up, the anterior vaginal wall was completely healed with no signs of mesh or abnormal tissue. Although the patient's incontinence was not cured it was significantly improved. The physician plans to perform a birch procedure but will consult with a another physician prior to performing the surgery.